Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: chipped adhesive traced to failure of the adhesive, and bunched up rubber can be traced to failure of the bending section rubber. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the adhesive on the bending section rubber was chipped and the bending section rubber was bunched up. There was no patient involvement.